Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Root cause: the likely reason for the error code 242.4030 on the reported device 8100 was due to potential motor failure or logic board failure. To resolve the problem, the technical support team suggested that the device be sent unit in for repair services. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 had error code 242.4030 due to potential motor failure or logic board failure. There was no patient involvement.